Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure. Capsule was still attached when removed. Another capsule was placed normally.